Manufacturer narrative:
It was reported that, some are fine size wise, and others are not even wearable because they are like a medium size. Some also rip so easy. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that, some are fine size wise, and others are not even wearable because theyare like a medium size. Some also rip so easy.